Event description:
Information was received from a consumer regarding a patient who received an unknown drug (device registry listed the drug as morphine as of (B)(6) 2015) in an implantable pump for spinal pain. The patient experienced "some issues with the pump." No symptoms were reported. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.